Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during the intraocular lens (iol) implantation procedure, the scrub nurse primed the lens as instructed. The plunger was pushed until lens reached the marker line. The lens folded routinely. The surgeon inspected and inserted the lens. The lens came out and the leading haptic was released. The surgeon noticed that the lens had flipped inside the eye. The surgeon assessed the situation and opted to discontinue inserting the current lens. A new lens with the same power was opened and inserted to the patient eye without complication. The lens was disposed by the surgeon.